Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). It was reported that in (B)(6) 2017, they showed withdrawal. In (B)(6) 2018,they went in again and did a catheter revision. Caller does not remember if the catheter had been kinked or plugged.